Event description:
Revision surgery is planned to exchange the poly inserts for patient with a total knee implant. Reason for revision is unknown at this time.

Manufacturer narrative:
Revision surgery is planned to exchange the poly inserts for patient with a total knee implant. Reason for revision is unknown at this time. Review of the device history record indicates that the device was manufactured to specification.